Event description:
It was reported that the right atrial (ra) lead had dislodged into the ventricle. The lead was programmed off, later revised and remains in use. No patient complications have been reported as a result of this event.